Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device was stuck in the prime loop. Customer's blood glucose was over 33 mmol/l. Customer treated with insulin injection and blood glucose dropped to 2 mmol/l. Customer then treated low blood glucose with juice and glucose. After troubleshooting, customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, cracked reservoir tube lip, reservoir tube cracked and cracked reservoir tube window.